Manufacturer narrative:
This report is filed february 9, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain with device use. Subsequently on (B)(6) 2016, the device was explanted. The device has not been made available for analysis as of the date of this report, february 9, 2016.

Manufacturer narrative:
This report is filed june 2, 2016.